Event description:
It was reported that the epg (external pulse generator) has a damaged case. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was missing, the control knobs were broken, the heart wire block was contaminated, the battery drawer was broken, two side bail covers were broken, the ring cover was broken, the interconnect flex was defective, the battery flex was contaminated, and the heart lead flex was contaminated. Further analysis was performed on the interconnect flex. This analysis confirmed the results seen during repair of the device. An open circuit was identified at a trace, the open trace causes a rate potentiometer to be unresponsive. (B)(4).